Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot d371 was conducted. There were no non-conformances. This lot met all release requirements. A review of kit lot d371 for the reported issue shows no trends. Trends were reviewed for complaint category, drive tube leak/break and alarm #7: blood leak (centrifuge chamber). No trends were detected for each complaint category. The assessment is based on the information available at the time of investigation. No product was returned for investigation; therefore, it could not be determined if the product met specification based solely on the information provided by the customer. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted. Investigation complete.

Event description:
Customer called to report a drive tube leak/break during the treatment procedure. The customer stated there was a pin hole sized leak in the drive tube. The customer stated approximately 492 ml of whole blood was processed at the time of the leak. The customer stated an alarm #7: blood leak (centrifuge chamber) was received when the leak occurred. The customer stated the patient was stable. The customer will not be returning the product for investigation.